Event description:
This girl is selling non prescription contact lenses on a site called (B)(6). I know this is illegal in the us and a different store already damaged my sister's cornea. Please put a stop to this! I do not want anyone harmed by her stupidity and ignorance. I warned her that it was dangerous she does not care. Her user name is (B)(6) and it is the only listing on her page. I contacted the (B)(6) too so they can remove her but I am afraid she will sell these elsewhere.